Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. System performed as intended. Articulating arm requested to be replaced. Return requested for suspect articulating arm on (B)(6) 2017. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacturing date now provided.